Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, there was an alert noted for increased pacing lead impedance (pli) on the right ventricular (rv) lead. There was also a loss of capture noted on the rv lead. The device was reprogrammed to address the loss of capture, and a lead revision procedure is anticipated.